Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or associated deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects,"loosening, bending, cracking or fracture of the orthopaedic screw, intramedullary nail, plate, and screw-plate combination or loss of fixation in bone attributable to nonunion, osteoporosis, markedly unstable comminuted fractures."

Event description:
It was reported patient underwent a hip fracture procedure on (B)(6) 2014. Subsequently, follow up radiograph indicate the nail has fractured at the lag screw junction. The nail has not been removed as the patient is 90 years old and has no pain, she is healing.